Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitreoretinal procedure, the laser port was not functioning in the ophthalmic system. The laser was not recognized by the system, and the icon remained grey. During a retinal detachment procedure, the surgeon attempted to use the laser and realized it was not working. As a result, the laser barrage treatment could not be performed and should instead be carried out during a follow-up consultation. The surgeon was able to locate the retinal tear and treat it using cryode. The surgery was completed on the same day, with a delay. The current condition of the patient is unknown.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was then tested and found to meet specification. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).